Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer. While onsite, the technician reset the unit allowing the washer to complete the previous cycle. At this time, the washer began to smoke. The technician inspected the unit and found the root cause of the smoke is attributed to the drying element. The drying element overheated resulting in the reported event. The washer was installed in 2010 and is under steris service agreement for maintenance activities. The last maintenance was performed on (B)(6) 2019. No issues with the function or operation of the washer were identified at this time; the unit was operating according to specification. The unit has been removed from service pending repairs. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported their reliance synergy washer was alarming "sump failed to reach set temp." No report of injury.

Manufacturer narrative:
All repairs have been completed for the reliance synergy washer subject of the reported event. The technician tested the unit and found it to be operating according to specifications. The unit was returned to service. No additional issues have been reported.